Manufacturer narrative:
Customer contained the leak, placed the instrument in hydropneumatic shutdown and closed manual di water inlet valve. A field service engineer (fse) was dispatched on (B)(6) 2011 and found a cracked no foam bottle and v2 valve tubing. The fse verified repair and instrument functional. (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec), and reported that they were having issues with a fluid leak in the hydropneumatic area in synchron lx20 clinical system. No injury has been reported in connection to this event.